Event description:
It was reported by a customer on (B)(6) 2011 the laser displayed error 172 during the procedure; however, the laser still worked when the power was adjusted to a lower setting. Per the customer, the procedure was completed. No pt injury was reported.